Manufacturer narrative:
Analysis determined that the lead passed all testing and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the low impedances was unknown, and the lead was sent back for testing. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that intra-operative stimulation for placement of the lead were within normal limits via the twist lock. Stimulation performed without any issue. The doctor moved the lead 2mm laterally and the impedances then were ¿low¿ and out of range on contacts 1 <(>&<)> 2. They detached and reattached the twistlock, but impedances remained out of normal range. With a new cable the impedances did not resolve, and all 4 contacts were out of normal limits. The lead was removed, and a new lead was placed resolving the issue. All impedances were within normal limits. The lead would be returned. There were no further complications reported.